Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced episodes of non-sustained right ventricular over-sensing. Stored electrograms show oversensing that appear to be noise. It was determined that no programming changes were likely to be useful. The physician is to discuss options with the patient.